Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen timed off sooner than expected. Customer¿s blood glucose level was not impacted. Reportedly, issue was resolved during troubleshooting and customer continued to use the pump for insulin therapy.